Event description:
Received user facility medwatch report. "Event desc: "rn attempted to suture right femoral artery closed using a perlcose a-t device. Proper sequence was followed and the device failed to deploy properly. Device was exchanged out via guide wire and a second (new) device was utilized resulting in a successful right femoral artery closure. Upon examining the initial failed device with company representative and physician present, device foot (which remains hidden inside device prior to insertion) was found to have half of a foot missing. The foot is not radiopaque and thus fluoroscopy was used on the patient's right femoral area as well as the device itself. Patient was asymptomatic with palpable distal pulses. It is not known if device was defective from manufacturing and consequently the missing foot was not present prior to deployment or if the foot was broken off during deployment. The physician examined the patient and found no evidence of any compromise to the patient. The device was sent to bio-med for analysis. A second perclose a-t device was successfully deployed using proper sequence without further incident and hemostasis was achieved in the right femoral artery. As reported: there were no adverse events to the patient. The physician was able to achieve hemostasis with another perclose a-t device. Investigation is ongoing as to the return of the device to the manufacturer.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.